Event description:
Nurse opened sterile dressing change tray to change pt's dressing at catheter site. A human hair approx 1 1/2 inches in length was found on top of the face mask. MFR informed. Another dressing change tray was used.